Manufacturer narrative:
Evaluation summary: this report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 28 2007. The sample has been discarded and not lot numbers are known. Should the pump be received, a follow up report will be filed upon completion of an evaluation or if any additional information becomes available.complaint no: cmplnt-000031405

Event description:
Baxter sales rep. Reported a customer complained that a stopcock cracked during suspected use with lipid-containing products. Several units have experienced a similar cracking problem, however, number of units, event descriptions, and lot numbers were not reported. Customer is aware that this product is not meant for use with lipid-containing products. Problem was discovered during patient use resulting in the patient¿s blood pressure dropping to the mid 70¿s backflow of the patient¿s blood was observed. An unknown vasopressor agent was increased to support the patient¿s blood pressure. The patient has reportedly recovered from the event.